Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the code 99-t79020, lot number v1333778 before the market release. No anomalies hav been found. The original lot, manufactured in 2013, was comprised of (B)(4) nails. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation of the devices involved will be performed as soon as the devices will become available. Medical evaluation: the little information made available on the case was sent to our medical evaluator. The medical evaluation is currently on going and will be closed once further information on the case will be available. Orthofix srl has requested further information on the event such as quantification of the surgery extra-time, total duration of the surgery, copy of the operative report, copy of the pre and post-operative x-rays, information on patient current health condition and the devices availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The event description provided by the distributor indicated: unable to lock the sliding bush in the nail screw. No adverse effects to patient. The surgery was finished using a competitor system. The complainant stated that the event led to a clinically relevant increase in the duration of the surgical procedure. No further information has been made available. Please also kindly refer to MFR reports number 9680825-2013-00011 and 9680825-2013-00012. (B)(4).